Event description:
It was reported that when patient presented for a routine monitoring visit, inappropriate therapy due to af was observed on the device. There were no further consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.